Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that syringe 1ml ls 200 s/c needle tips separate from the leur-lok tip. The following information was provided by the initial reporter: material no.: 309659, batch no.: 0227205. It was reported that the needle tips do not fit properly, and slip off of leur-lok tip. Per attached email: date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction during use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (B)(6): no. Incident details: slip tip syringes - needle tips do not fit properly - slip off. Need leur-lok tip. Who was affected? No person affected unexpected or prolonged care? No. Frequency of problem: recurring.